Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed and attributed to water ingress into the device. As a result of the water ingress, the device cannot be repaired. The device was returned to the customer labelled as not for clinical use. Analysis of reports of this type has not identified an increase in trend.